Event description:
It has been reported that a versacross connect access solution for faradrive was selected for use for a farapulse pulse field ablation (pfa) ablation procedure. During preparation, the faradrive sheath was flushed and the versacross dilator was inserted successfully. Next, while wiping the sheath/dilator, the scrub tech noted that the dilator tip had a "lip" on it. A new kit was then opened to replace the dilator (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.